Event description:
During cyroablation procedure while performing the transeptal puncture with the brk and sl1 sheath, a slight resistance was felt. The device was removed and a perforation was noted on the sheath. The devices were replaced and the same issue occured. A third attempt with a new brk and sl0 sheath was performed which was successful.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator had been perforated proximal to the distal tip. The dilator and sheath were flushed with fluid and the dilator was inserted into the sheath; no resistance or anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, the needle could not advance past the location of the perforation. The cause of the reported needle insertion difficulty and the perforation remains unknown.